Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the carbohydrates and over delivered insulin. The customer experienced a low blood glucose level of 60 mg/dl. To address the bg level, the customer consumed carbohydrates.